Manufacturer narrative:
We have been unable to determine the cause of the incident. There were indication that a mineral spirit may have been left on the container that contributed to the incident. Ftir spectra analysis of samples taken from the (B)(6) incident and reference cylinders showed the presence of hydrocarbon contamination supporting presence of an aliphatic hydrocarbon such as mineral spirits and trace levels of an ester type compound along with trace levels of an ester type compound along with trace fluorolubricant (krytox) used as an assembly lubricant. This report is being filed at this time because of praxair did not identify any product malfunction associated with this event, and the employee did not sustain a "serious injury". However, the MDR is being filed because it is the FDA's view that the event constituted a malfunction.

Event description:
At approx 01:40pm on (B)(6) 2011, an aluminum cylinder full of oxygen ruptured during the unloading of the cylinders from a truck in front of the customer hosp in (B)(6). At the moment of the event, this cylinder was being moved by the contractor driver (B)(6), who did not sustain any injury. The driver helper , who was nearby, sustained a minor burn to the left arm, and received first aid care at site of the event. The vantage grab 'n go is a class I valve integrated pressure regulating device, which is screwed into an aluminum high pressure gaseous medical oxygen usp cylinder.